Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve did not expand normally. Of note, the patient's aortic valve was noted to be calcified as is normal with aortic stenosis. The valve was withdrawn from the patient and a new valve was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original product packaging submerged in clear solution in its original jar. The serial number (B)(6) was returned with the valve. All leaflets slightly stiff yet flexible. Creases were found on all leaflets. As received, all leaflets were in a partially closed position with a gap between the free margins. Remnant bloody host tissue was found on all commissures. All commissures appeared intact. The valve skirt was received partially crimped with creases found on the valve skirt. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being in the received crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.